Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that an error message showed up while the pacemaker was interrogated. Programming changes were made manually. The patient was stable.